Event description:
It was reported there was a power on reset (por) condition. The por occurred after emi exposure following an unrelated medical procedure. The device turned off, and the patient was unable to use the patient programmer to turn it on. While the device was being reprogrammed, it turned off. The patient had 3 cardioversions the previous day. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.